Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was found to be broken at the tip of the jaws. Pieces were missing and not returned. There was no evidence of thermal damage. The components surrounding the broken jaws did not exhibit abnormal sharp edges or damage that would have contributed to the jaws breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was further analyzed by a failure analysis engineer (fae). The initial findings were confirmed. The instrument tips were found to be broken. A closer look using the optical microscope showed no signs of thermal damage or melting at or around the broken tip. It appeared that the break was mechanical, potentially from a drop etc.).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the first vessel sealer extend (vse) instrument had an error, therefore the customer used a new instrument. After 10 minutes from the start of the operation, the vse tip conflicted with the grasper. The plastic part of the vse jaw was exposed with a sharpen shape and the inner part of the jaw melted the plastic. After 3 minutes, the customer discovered the melted shape with the naked eye and removed it from the patient's body. The nurse reported the issue to the surgeon. The customer confirmed that there were no fragments in the patient's body through the recorded video. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The instrument was in use for about 3 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The vse instrument collided with the grasper during the surgical procedure. No fragment fell inside the patient during an instrument tip/accessory collision. The instrument was not removed prior to the breakage. The wrist was straightened upon final removal of the instrument. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage was noted to the cannula by the staff after the event occurred. No other damage was noted to the instrument. No additional surgical procedures were required to remove the fragment. A video check was performed to check for fragments. The procedure was completed robotically. No injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the issue. The instrument is available for return to isi for analysis. The customer stated that patient demographics were not available for release.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. An advanced technical review for the vessel sealer associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the tip of the jaw under question looks melted (potentially because of an arcing event but can¿t say for sure). No ceramic dots appear to be missing at that end.